Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead displayed poor threshold measurements, but all other measurements were fine. A fluoroscopy was performed, which revealed this rv lead dislodged. The physician tried repositioning this rv lead multiple times, but an acceptable position was never obtained. Upon removing this rv lead, tissue was noted to be lodged in the helix. The decision was made to implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegations of poor threshold measurements and dislodgement were not confirmed through analysis. Tissue in the helix was confirmed through analysis.